Event description:
Medtronic received information regarding an imaging system used in a procedure. It was reported that the gantry door would not open by pressing the button on the pendant or using the yellow button on the side. The site said they had to resort to opening the door manually. The gantry opened and closed as expected now. No impact to patient outcome. Additional information was received. This occurred after the case and no patient was present during. There was no surgical delay.

Manufacturer narrative:
(H6): manufacturing representative went to site to test the system, unable to replicate the reported issue. System checkout completed and system was operational. B01,c19,d14 codes applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.